Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report an "rf pic failed selftest" alarm. The customers' blood glucose level was unknown. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the self test with no alarm. The insulin pump communicated properly with the test blood glucose meter. No radio frequency communication anomaly was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube and cracked reservoir tube lip.